Event description:
The patient reported experiencing an allergic reaction attributed to pod wear across multiple body sites (abdomen, arms, legs, back). She reported skin symptoms including irritation, inflammation, blisters, burning sensation, itching, and cuts that subsequently led to scarring. Pods were reported to have been worn for approximately two days due to skin irritation. The patient consulted her healthcare provider, who advised use of multiple different products, including skin barrier spray, adhesive remover (oil-based), and baby oil, to mitigate skin symptoms. No prescription products or other medical treatment was reported. No further details were provided. This event is being reported due to the formation of scar tissue attributed to pod use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.